Event description:
The magnet located in a pdc manufactured relocateable structure quenched. During the quench the cryogen vent failed causing helium to enter the relocateable structure. The vent was not designed in accordance to the specifications for the vent located in company's pre-installation manuals. This design permitted the vent to fail during the quench.